Manufacturer narrative:
There are no reports of external trauma or other incidents that are likely to have contributed to lead migration. Migration is a known inherent risk of implantable neuromodulation systems.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023. In (B)(6) 2023 the patient reported loss of therapy from one of the implanted leads. Imaging found that one lead had migrated away from the desired nerve target. Patient continued to receive pain relief from one of the implanted leads and initially declined any further interventions. In march 2024 the firm was notified that the patient had decided to remove the system due to the loss of relief from the migrated lead. A full system explant took place on (B)(6) 2024.